Event description:
User received discrepant digoxin results from four different samples obtained from the same patient that do not fit the clinical picture. Sample 1, collected on (B) (6) 2009, gave 0.15 ng per ml. Sample 2, collected on (B) (6) 2009, at 7:00 am, gave 23.85 ng per ml after manual dilution. Sample 3, collected on (B) (6) 2009, at 9:40 am, gave 5.9 ng per ml after manual dilution. Sample 4, collected on (B) (6) 2009, gave 0.8 ng per ml. No information provided if erroneous results were reported or if patient was adversely affected. If additional information is received, appropriate notification will be provided.